Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with these right ventricular (rv) and right atrial (ra) leads reported that the physician recommended that one of their leads be replaced. It has also been alleged that this lead should have lasted longer. A boston scientific representative from technical services (ts) advised the patient to follow up with their physician and contact us back as to which lead should be replaced. The patient has three leads. Two leads from boston scientific and one from a competitor. At this time, it is unknown which lead the patient was referring to for replacement. The patient has failed to follow up with their physician. At this time, the device and leads remain implanted and in service.